Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead had high impedance. It was also reported there were sensing and pacing failure as confirmed by electrogram. An apparent lead fracture was found by x-ray. Use of the atrial lead was stopped and the pacemaker setting was changed to vvi mode. No patient complications have been reported as a result of this event.